Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, pin 5 of the esd700 component was shorted to ground. The cause of the inability to communicate is the shorted esd700 pin. The root cause of the shorted pin has not been positively identified. No adverse event resulted from the shorted pin.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.